Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." H3 other text : device not returned

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm and continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was above 600 mg/dl. Customer delivered a bolus via the pump to address elevated bg. Customer was taken by ambulance to the emergency room and was subsequently hospitalized. Customer was treated intravenously with fluids of saline and insulin, and was released from the hospital four days later, 10/24/2024 with the issue resolved and no permanent damage.